Manufacturer narrative:
Date of event and UDI are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the maintenance checkup, it was noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted there was no abnormality in the appearance of the main body. Functional testing: checked for looseness of the patient outlet connector confirming the complaint. Root cause: because the load in the loosening direction is applied when the patient circuit is attached or detached attributed to the design. A device history record (DHR) review was not performed as there was no indication of a manufacturing defect during the investigation. Actions taken: tightened the patient circuit connector with a force of 4.5 nano meters (nm) and functional tests and performance tests were conducted. Device passed all functional and delivery tests.